Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 330 mg/dl. Customer had symptoms such as headache. The customer was treated with IV drip in the hospital. Customer alleging that insulin pump had under delivery. Displacement test was performed and it was passed. The customer was declined to troubleshoot for high blood glucose level and assisted with troubleshooting for loss of communication. The insulin pump will not be returned for analysis.